Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that they were in the hospital. The patient had contacted ts to troubleshoot a drain complication alarm that was encountered during drain 5 of their pd treatment. There were no reported allegations that the patient¿s hospitalization was related to any issues with a fresenius device or product. The patient was advised to call the pd nurse for further assistance after troubleshooting did not reveal any product deficiency or indicate a possible cause of the issue. There was no reported patient injury related to the drain complication. Despite making multiple due diligence attempts, no further details about the hospitalization could be obtained. Based on the available information, there was no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The cycler is not expected to be returned to the manufacturer for evaluation.